Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during a followup, it was noted that loss of capture was present at 7.5v @0.4ms. When changed to 1.0ms it was captured at 5.5v. An xray was taken where it was noted that the lead had moved 2cm compared to an xray from 2016. The physician determined that the patient had flipped the device (twiddlers syndrome) and that caused the lead to move. The patient is scheduled for a revision.